Event description:
It was reported by the field clinical representative (fcr) that premature battery depletion (pbd) was suspected with this pacemaker. Ts assessed and indicated that no significant concerns were identified regarding power consumption, aside from a base rate set at 70 beats per minute (bpm) and a high pacing percentage in the upper 90s for both chambers. This device was electively explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.